Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The system error occurred on at 10:59 during initial drain mode. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A 510k number will not be provided in the emdr, because the product code is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The root cause was undetermined. Baxter has found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr ((B)(4)).